Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower case and both bail covers were also broken, the battery contacts were compressed, and the ring was bent.

Event description:
It was reported the device will not turn on. The device tries to boot up but "dies" after a few seconds. It will not stay on. Follow-up information received reported that the condition was discovered by a clinician prior to being used on a patient, so there was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.